Event description:
Complainant alleged that while attempting to defibrillate a male patient the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.